Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and investigation. The olympus service center confirmed the customer's report of a broken wire. The following defects were found: bending angle was insufficient and play of the angle knob was out of the normal state due to the extension of the angle wire; the curved pipe, rubber adhesive, tip cover, and scope connector are damaged or missing due to user handling. There were also scratches found on various parts of the device due to external factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lens glue was peeled off by deterioration due to complex stress such as mechanical stress by contact with endo therapy accessories, chemical attack, or the similar events. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the evis lucera duodenovideoscope had a broken forceps elevator wire. Upon inspection and testing of the customer returned device, the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.